Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Keypad not working. Escalated to operations engineering lab. (B)(4). Issue: keypad. Analysis: confirmed keypad defective. All keys do not function. 5th trace on flex cable open. This is the ground return to all the keys/buttons. Observations: open slice is at the bend near the mating plug connector. Radius of the bend too severe. Bend is not straight across, but at a slight angle approximately 10' deg. Noted: 5th trace is at the top of the bend angle, crack can be seen to be progressing onto 4th trace. Also of interest are traces 3, 2 and 1 not affected (crack progression just starting). Part will be processed to qe. Repair required: yes replace tc10008458 door/keypad. Disposition: lvp to be routed to service for normal process. (B)(4).